Event description:
It was reported that a balloon rupture occurred. The 70% stenosed target lesion was located in a moderately calcified and non-tortuous vessel. The 2.50mm x 15mm nc emerge balloon was selected for use. During the first inflation at 12 atm for 2-3 seconds, the balloon was leaking. The device was completely removed, and when re-inflated outside the patient, the balloon was found to be ruptured. The procedure was completed using an alternate method. There were no patient complications.

Manufacturer narrative:
The nc emerge mr, ous 2.50mm x 15mm was returned for analysis. Visual and tactile inspection revealed no issues with the hypotube shaft, outer/mid-shaft section, or inner lumen of the device. Microscopic analysis of the balloon material revealed a pinhole at 3mm proximal to the distal markerband, and no issues with the distal tip or the proximal and distal markerbands. The device was inflated to rated burst pressure and a pinhole was identified in the balloon at 3mm proximal to the distal markerband confirming the reported allegation.

Event description:
It was reported that a balloon rupture occurred. The 70% stenosed target lesion was located in a moderately calcified and non-tortuous vessel. The 2.50mm x 15mm nc emerge balloon was selected for use. During the first inflation at 12 atm for 2-3 seconds, the balloon was leaking. The device was completely removed, and when re-inflated outside the patient, the balloon was found to be ruptured. The procedure was completed using an alternate method. There were no patient complications. It was further reported the target lesion was located in the left anterior descending artery and left circumflex artery.

Event description:
It was reported that a balloon rupture occurred. The 70% stenosed target lesion was located in a moderately calcified and non-tortuous vessel. The 2.50mm x 15mm nc emerge balloon was selected for use. During the first inflation at 12 atm for 2-3 seconds, the balloon was leaking. The device was completely removed, and when re-inflated outside the patient, the balloon was found to be ruptured. The procedure was completed using an alternate method. There were no patient complications. It was further reported the target lesion was located in the left anterior descending artery and left circumflex artery.